Event description:
It was reported that the patient had suction issues so the patient ran cup test on their own then the purewick urine collection system worked fine during that. But the patient was waking up wet because the purewick female external catheter had leaking issues. The representative gave some placement and purewick female external catheter tips to the patient. The patient had been using this product for more than 90 days. Per follow-up via phone on (B)(6) 2022, the customer stated that troubleshooting resolved their decreased suction issue and the device was working fine. They also stated that they changed the wick every 8 to 10 hours. However, it seems to hold a lot of urine in the mesh material. The patient currently had a urinary tract infection that their doctor prescribed nitrofurantoin for and intends on speaking with them about continuing use of the purewick and they were unsure what caused the urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection, materials of construction are not biocompatible". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "discontinue use if an allergic reaction occurs. Replace the purewicktm female external catheter at least every 8-12 hours or if soiled with feces or blood. Always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Assess device placement and patient¿s skin at least every 2 hours."